Manufacturer narrative:
Review of the batch manufacturing records indicates twin packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the cement was hardened while it was injected into the medullary cavity after the 3 packs of it were mixed. The hardened time was shorter than usual. It was stored at 21 degrees.

Event description:
It was reported that the cement was hardened while it was injected into the medullary cavity after the 3packs of it were mixed. The hardened time was shorter than usual. It was stored at 21 degrees.

Manufacturer narrative:
An event regarding setting time involving simplex p cement was reported. The event was not confirmed. Conclusions: the investigation concluded that the reported setting time issue cannot be duplicated. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the IFU. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.